Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open procedure. The suture broke. The thread broke from the needle. There was more than one defective device involved, not all occurring during the same case. To correct the issue, another suture was used. No patient injury or extension in surgical time. Patient status is alive, no injury.